Event description:
Screw tip broke off during the procedure. While the surgeon was removing the foot plate, which has 3 screws, one of the screws snapped off. Approximately 4mm is left within the bone. Diagnosis or reason for use: brain mass. Is the product compounded: no. Is the product over-the-counter: no.